Manufacturer narrative:
The unit did not have an excessive "no delivery" alarm during testing. The unit passed the rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test. The unit had a minor scratched lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, and a scratched reservoir tube window. There was no anomaly with the o-ring.

Event description:
The customer's wife called in to report low blood glucose levels for several months. The customer's blood glucose level was 40 mg/dl. The customer did not find any anomalies with the device. The customer was advised to monitor the device and blood glucose levels and call back if problems persisted.